Manufacturer narrative:
Phone support unable to verify pcb operation, however neither probe worked in any port. Bridging the tc prongs did not display a temperature. Numerous attempts made to gather patient information. To date, no response.

Event description:
Thermocouple error while patient was on the table. Unable to get either probe to work in any port. During phone support physician decided to finish the case with microwave.

Manufacturer narrative:
Field service engineer reported "performed several operational tests, checked wiring and connections of all controller boards and was unable to duplicate the issue. Proactively replaced temperature control pcb." Service management determined that since the fse was unable to duplicate the issue, the most likely cause is the temperature pcb, as it controls all temperature signals.